Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -14.50/2.0/150 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The lens was removed on (B)(6) 2019 due to excessive vault. This resolved the problem. Reportedly, "the patient's postoperative feedback was poor visual quality, with double shadow, and blurred vision." After patient and surgeon consultation, they decided to take the lens out. Per the reporter on (B)(6) 2020, "patient's current condition is good. And the poor vision, double shadow, and blurred vision has cleared. The removal of lens resolved the problem."

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned dry in lens case/vial. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h3- "visual inspection found no visible damage to lens" needs to be included in previous MDR. H10-patient code 3191-poor visual quality. Claim# (B)(4).